Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, health effect - impact code, device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed the sheath had presence of curvature. The liner was fully expanded as designed. The distal tip was unopened axially but was noted to be torn circumferentially along the radial score line with high density polyethylene (hdpe) stretching. The valve was stuck in the sheath approximately 8 inches from the strain relief. There were scratches present on the sheath liner and soft tip. The returned device was functionally tested. The delivery system was advanced through the sheath, and it was observed that the tip had torn axially with hdpe stretching. The liner was able to expand as designed. The radial tear was noted to have extended past the slanted score line in the direction opposite to the axial tip opening site. Imagery was also provided for evaluation. The provided imagery was reviewed, and a compression was observed on the distal flex catheter near the flex tip. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sheath usage. Per the IFU/training manuals, it notes that access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully accessed prior to the procedure. The minimal vessel diameter for a 23 mm valve and 14fr esheath+ is 5.5 mm. It also notes that push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the inability to advance the delivery system with valve through the sheath and sheath distal tip torn were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the events. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, "resistance in the external iliac artery (eia) was encountered during 23 mm commander delivery system insertion, and delivery system was stuck. Angiography showed a kink near the flex tip." Per evaluation of the returned device, the sheath distal tip was observed to be torn horizontally along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous performed product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced resistance at the sheath distal tip and the distal tip tear. Additionally, per evaluation of the returned device, the sheath shaft had presence of curvature while scratches were noted on the soft tip and sheath liner, which is suggestive of tortuous and calcified access vasculature, respectively. Furthermore, the patient's access vessels were noted to be under-sized (5.1 mm). It is possible that calcification created a constrained effect on the sheath, leading to sub-optimal conditions for distal tip expansion. A combination of calcification, tortuosity, and under-sized vessels could also lead to non-coaxial alignment between the crimped valve and the sheath, causing the valve struts to catch onto the sheath distal tip, increasing resistance during advancement. In this case, a definitive root cause was unable to be determined at this time. However, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve (thv) advancement and/or patient factors (tortuosity, calcification, and undersized vessel) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (device code and type of investigation) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Evaluation of the returned device revealed the esheath+ distal tip had torn horizontally. There was no liner tear observed. The investigation is still ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, there was resistance encountered in the external iliac artery during advancement of the commander delivery system with valve through the 14fr esheath+ and the system became stuck. An angiography performed revealed a kink near the flex tip. A decision was made to withdraw the delivery system and valve along with the esheath+ as a unit to avoid an adverse event. After the system was withdrawn, the patient's blood pressure was observed to have decreased. A hemorrhage was noted to be coming from the external iliac artery via angiography. It was noted after withdrawal of the system that the valve skirt was partially protruding from the seam. It was believed that the external iliac artery may have been injured in the area where the partial protrusion of the valve skirt was noted. Hemostasis was attempted by using an occlusion balloon and an artificial vessel; however, shock vitals were experienced. A cardiac massage was performed, and hemostasis was able to be successfully achieved in the external iliac artery during the cardiac massage. Extracorporeal membrane oxygenation (ECMO) was also introduced, and the patient's vitals became stable. The patient then left the operating room. Unfortunately, approximately four (4) days post tavr procedure, the patient passed away.

Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.